Event description:
The customer reported two (2) false positive results with the ID now covid-19 assay performed in the month of (B)(6) 2022. This MFR. Report addresses patient result two (2) of two (2). The customer reported a false positive result with the ID now covid-19 assay performed on an unknown day in (B)(6) 2022 on a direct tested nasal kitted swab that generated a positive result. Repeat testing was performed on an antigen quantitative sample and generated a negative result. Pcr confirmation testing was performed on the same day on an unknown sample which generated negative results (CT values not provided). The customer stated the patient was asymptomatic. The customer confirmed there was no patient harm, no serious injury or delayed treatment due to the test results. No additional patient information was provided.

Manufacturer narrative:
The report is being submitted to provide the initial report and investigation conclusion. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as no information was provided for investigation or vigilance reporting. Reference related MFR. Report number 1221359-2022-03000. Event date is an approximation